Event description:
It was reported that two (2) merocel sponges ¿ripped in two¿ intraoperatively after their insertion into a female patient¿¿the string tore from the body of the pattie.¿ the procedure was successfully completed and there was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. Method: no testing methods performed. (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.